Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer was in the shower. Customer positioned pump and transmitter within range, however issue persisted. Reportedly, the pump and transmitter ultimately regained connection. No additional patient information was available.